Event description:
Reportedly upon delvery the stent made a different clicking noise, stent ended up compressing to 40 mm instead of 90mm so another stent was deployed overlapping the first stent. No pt injury reported. No further information available.

Manufacturer narrative:
H6:device not returned.